Event description:
This rv lead was implanted on (B)(6) 2008 and was capped/sealed on (B)(6) 2016. The lead exhibited a high impedance. The physician was dr. (B)(6) in canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).